Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon evaluation, high voltage had deviated to low voltage circuitry during pulse testing, damaging multiple components and power supplies on the computer / analog (ca) and defibrillator boards. The root cause of the pulse test failure cannot be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.